Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 77,803 joules. Additional information reported by the customer was the beam was tested prior to being used inside of the patient. The beam was visible. During the procedure, the customer noticed that the aiming beam forward fired first. The patient did not experience any harm from the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from the user of the system. The current status of the patient is unknown.